Manufacturer narrative:
Analysis of the electronic data from the device shows the cause of the event to be related to a lack of maintenance of the device; specifically, a failure to maintain the AED's battery pack. The electronic data from the device shows that the AED's battery pack was replaced on 8-24-15 with sn (B)(4) and on (B)(6) 2018 the AED began reporting a battery low warnings by flashing its red asi and chirping until (B)(6) 2018 when the battery pack became depleted. The AED sat in this condition without an evidence of any interaction to address the low battery condition until 1-5-19 when the device was deployed for the reported event and the unit would no power on due to the depleted battery pack.

Event description:
It was reported by a police department that while responding to a cardiac arrest call, a responding police officer attempted to use AED s/n (B)(4) on a patient, but it would not power on. They also reported that when the second AED s/n (B)(4) arrived on the scene, it was attached it to the pads from the original AED, but that AED would not analyze or charge. They further reported that when ems arrived, they applied their own AED and it did not recommend a shock. This MDR is being filed for AED s/n (B)(4). See MDR 3003521780-2019-00006 for the MDR associated with AED s/n (B)(4).